Event description:
It was reported that the pt has expired after an implant duration of 4 days, due to unknown reasons. It is unknown if the death was device related. Pt also had a 3000tfx implanted on the same day in the atrial position. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
MFR report # for other device patient had implanted: 6000002-2008-08123. Device not returned.